Event description:
The hip was opened - copious amounts of milky brown stained liquid evident. Trochanteric bone from approximately 8cm from tip trochanter white in colour and appeared to be dead. Cup removed - fibrous ingrowth minimal. Dead space within unipolar head packed with cream-coloured blood-stained exudate. Solution stem also loose and removed easily. No ingrowth evident on solution stem.

Manufacturer narrative:
No 510(k) number provided, because this implant is not sold in the us to be implanted for this indication; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.